Event description:
It was reported that a catheter break occurred. A renegade catheter was selected for use. During removal from the packaging, the catheter surface was hydrated less than 30 seconds prior to removal from the carrier hoop. Resistance was felt during first trial of removal and it was noted that the catheter became separated. The device was never inserted into the patient. The procedure was completed with a different device. No patient complications were reported.

Event description:
It was reported that a catheter break occurred. A renegade catheter was selected for use. During removal from the packaging, the catheter surface was hydrated less than 30 seconds prior to removal from the carrier hoop. Resistance was felt during first trial of removal and it was noted that the catheter became separated. The device was never inserted into the patient. The procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. The device was inspected for any damage or irregularities. The renegade showed damage in the form of a stretching and a separation located 4.7cm from the hub. The hub was detached. The shaft was completely separated. The shaft showed multiple small kinks located 70.5cm to 76cm from the tip. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities.